Manufacturer narrative:
A device history record (DHR) review was conducted: part number: 03.130.010, synthes lot number: h410235, release to warehouse date: 15-dec-2017, manufactured by: synthes (B)(4). No non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. A product investigation was conducted. Visual inspection: visual inspection of the returned device performed at customer quality (cq) identified minor surface wear but no bend or twist was observed. Visual examination under 10x magnification identified that the t4 stardrive tip is undamaged and no bends or twists are observed, which does not agree with the reported complaint condition. Document/specification review: design drawing 03_130_010 revision d was reviewed during this investigation. The screwdriver shaft 1.3/1.5 t4 self-holding (part# 03.130.010) is a reusable trauma instrument in the variable angle locking hand system where it is utilized for the insertion and removal of 1.3mm and 1.5mm screws with t4 stardrive recesses. No product design issues or discrepancies were observed during this investigation. Conclusion: the reported complaint condition is not confirmed and no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. Therefore no further investigation including a dimensional inspection will be performed in this evaluation. No new, unique or different patient harms were identified as a result of this evaluation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter is synthes sales representative . The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that four (4) stardrive screwdrivers were received back from the field with a note stating that the devices were bent during a surgery on an unknown date. The stardrive screwdrivers were inspected at the loaners department where it was noticed that two (2) out of the four (4) screwdrivers had the tip twisted. The patient outcome and surgical outcome are unknown. This report is for one (1) stardrive scrwdrvr shft/t4 50mm/self-retaining/hxc. This is report 3 of 4 for (B)(4).